Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up at the clinic an alert to check the left ventricular (lv) lead appeared. It was noted that the lv lead pacing impedance measurements were high and out of range since (B)(6) 1015. Upon further testing loss of capture was also seen. When programming the lv tip to right ventricular (rv) ring normal pacing impedance measurements were seen as well as normal pacing thresholds. When testing the lv lead programmed to lv ring to rv ring there was a loss of capture, thus an lv lead fracture was suspected at the lv ring electrode. The lv lead was programmed to extended bipolar configuration of the lv tip to rv. No adverse patient effects were reported.